Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The motor was tested outside of the device and passed. The insulin pump was received with a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window, cracked battery tube threads and a broken reservoir tube lip.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump this morning. Customer is now on insulin pens. Customer is at home and is sleeping now. Customer will call back when he wakes up. Customer's father stated that the drive support cap is sticking out. Customer's father was advised not to touch it and to not use the pump. Pump will be replaced. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.